Manufacturer narrative:
(B)(4).

Event description:
It was reported that a power on reset (por) occurred after exposure to cautery. The cautery occurred during a pacemaker placement. The patient had not been feeling well prior to the pacemaker placement, but unclear what the symptoms were. Impedances were all within normal limits (between 668-1700 ohms on unipolar and bipolar pairs). The device was to be reprogrammed. Additional information was requested.